Event description:
It was reported that during an implant procedure, the atrial lead was not transitioning torque from the deployment turns. The atrial lead was rubbed for heating purpose. The helix of the atrial lead was not fully deployed as observed under fluoroscopy and visual inspection. The helix was deployed outside of the body with normal function. The physician elected to continue used the atrial lead and the lead was implanted. The patient was stable throughout the procedure.